Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sigmoidectomy, the nurse inserted the battery to the handle as usual and the handle reacted and the handle indicator was flashed and illuminated normally. Then connected the adapter to the handle, the adapter indicator was flashed and illuminated, however the adapter began to rotate on its own and kept rotating for a few minutes. Replaced by another handle and adapter and the loading and firing was completed with no problem. No harm was caused to the patient.